Manufacturer narrative:
The reported events were unable to implant, failure to capture, low pacing lead impedance and insulation damage. The reported events of failure to capture, low pacing lead impedance and insulation damage were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Test for hi-pot found conductor shorts. Destructive analysis was performed, and visual inspection found inner insulation damage at 12.0 and 12.3 cm from the connector pin consistent with procedural damage due to overtightened suture tie. The cause of the reported events of failure to capture, low pacing lead impedance and insulation damage was isolated to the inner insulation damage due to suture tie down forces.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for implant of the right atrial lead. After the lead was sutured the physician noted that there was failure to capture and pace with no signal on the pacing system analyzer. Upon cutting the suture normal function returned; however, the physician was concerned about the integrity of the lead. The procedure was completed using a replacement lead. There were no patient consequences.